Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was breaking out in a rash where the lifevest is touching her skin. There is no alleged device malfunction. The patient's physician prescribed benadryl and oral medication. Medical outcome of the rash is unknown.